Event description:
It was reported that patient had a return of pain. Pt reported they felt "tingling" down their backside to thigh and down to their heels and "below the belt", but they noted their pain was "above the belt" and they weren't receiving therapeutic relief since implant date. Pt said if an electrode has high impedance/open and quits working in the epidural cavity, besides the cartilage and maybe scar tissue, the leads are designed to be pulled out. Pt noted their lead was 5 cm long and circular type and had 8 rings of contacts. Pt noted during the 6 day trial, they had 2 days of discomfort after the trial began, but on day 3, they felt like the (external neurostimulator) ens was helping a bunch and conservatively put their pain relief at 60%. On day 5 and 6 of their trial, they felt doing better and said their pain relief was at 70%. Pt noted on day 6 they went back in and reported the findings and they went "snip bandage" and remove ens and contacted insurance for an ins. Pt noted they had two mdt reps, but they don't talk to each other. During trial period they were getting pain in "l5-l2" region. Pt noted during the trial the relief was working for "above the belt," but the ins, that used the same leads in the t8-t12 region was providing relief "downhill" and not where they desired the relief to be. Pt noted they met 5-6 times with their mdt rep, and tried to have the settings adjusted. Pt noted the pain was getting worse and going into 12 year with their pain. Pt added they took a high number on mme (morphine milligram equivalent) chart which the recommend maximum amount was 90 or less and the pt was at 130. They took 8 mg tablets 5 times per day of hydromorphone. Additional information was received from the patient. It is reported that the patient has not received any relief of his pain since the device has been implanted and despite therapy titrations. Additional information was reported that the patient had a lead revision today ((B)(6) 2022) to achieve paresthesia coverage of his low back pain areas. Leads were removed. One of the leads remains partially implanted. 2 new leads were implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-nov-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-nov-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2022 explanted: (B)(6)2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the leads were not sent back as they were discarded per customer policy.